Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam degraded and caused of headache, congested, dizzy. Patient saw black particles, odor smells like rubber. There was no report of petient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During exterior investigation, manufacturer observed no contamination on the outside of the device. In internal investigation, manufacturer observed contamination in the inlet port. Also observed signs of contamination in the blower box and o the blower fan. Also observed piece of the filter in the blower box. . In secondary findings, contamination in air inlet port, on blower fan, blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found zero error codes. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. Sections d8, d9, h2, h3, and h6 were updated.